Manufacturer narrative:
From the picture provided it seems to be a "balloon won't inflate prior to use". No other defects were observed. A dimensional and functional inspection of the product involved int he complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. The complaint cannot be confirmed from the photo review. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges that during preparation to use the device, the doctor found that the white balloon would not inflate.